Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted.